Manufacturer narrative:
(B)(4). The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have cracked/broken display as well as scratched lcd. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
The lay user/patient contacted lifescan alleging the meter has black marks in the display. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Event description:
Note: the date of event is unknown. It was reported to boston scientific on (B)(6), 2010 that a pneumatic hand pump was used in an unknown procedure (event date, patient gender, weight, age, and identifier are unknown.) According to the complaint, the manometer did not work so the device was unable to be used since it was not possible to know the pressure during balloon inflation. It is unknown how the procedure was completed, however no adverse effects were reported. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have a damaged display. Cracked / broken lines and black marks found in on the lcd. In addition, a secondary issue was noted, the lcd was scratched. If any additional information is available, the FDA will be notified in a follow up report. At this time, we consider this matter closed.